Event description:
The customer reported falsely elevated sodium on 2 patients and the instrument wasn¿t able to release any results for chloride while running on the alinity c processing module. The following data was provided for only one patient: sodium initial result: 163 mmol/l, repeat result on another analyzer: 140 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer was advised to replace the ict modle (09d28-04, lot # 220317621) on the alinity c processing module (serial number (B)(6)) which had been in use less than ninety days and processed less than 10, 000 tests. Part replacement resolved the issue. The ict modle (09d28-04, lot # 220317621) was determined to be the likely cause of the issue. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.